Event description:
A surgeon reports a custom patient with topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure. Only the left eye was treated to achieve a monovision outcome. At approximately 2 months post-op, this patient exhibited a 1-line decrease in bcva in the left eye. Ucva improved from 20/80-2 to 20/30. The surgeon's notes indicate the patient may be having difficulty adjusting to monovision. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 5/18/2007.